Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis. Upon visual inspection the gauge bezel was observed to be cracked, corrosion to the battery holder was found, and two control knobs were missing. The device was powered on following connecting o2 supply; confirming the complaint of alarms. Based on the evidence, the root cause was found due to user interface.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was alarming with no visual display. There were no reported adverse effects.